Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected, vitros tropi es (troponin I) results were obtained when processing samples drawn from two different patients using vitros troponin I es (tropi es) reagent lot 3260 on a vitros 5600 integrated system. The most likely cause of the event is an instrument issue due to incubator contamination. Both the customer and an ortho field engineer (fe) found contamination within the microwell incubator of the vitros 5600 integrated system. The customer and fe both separately cleaned parts of the incubator and the fe performed the necessary adjustments. Both the customer and the fe each conducted a separate within run precision test on the vitros 5600 system after completing their respective maintenance. Each of the precision tests yielded results that were within acceptable guidelines indicating that the vitros 5600 integrated system had been returned to expected performance. Based on historical quality control results, a vitros tropi es lot 3260 performance issue is not a likely contributor to the event. Furthermore, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es lot 3260. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3260 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Pre-analytical sample processing could not be ruled out as a contributing factor. The customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results when processing samples drawn from two different patients using vitros troponin I es (tropi es) reagent lot 3260 on a vitros 5600 integrated system. The magnitude of bias of the vitros tropi es results meets potential health and safety criteria and are reportable. Patient 1 result of 3.61 ng/ml vs. The expected result of <0.012 ng/ml. Patient 2 result of 0.600 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es results were reported from the laboratory, however, physicians questioned the results and corrected reports were later issued for both patients. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. (B)(4).